Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that her blood glucose was over 600 mg/dl. Device alarmed a no delivery during a bolus delivery. During troubleshooting, found cannula was bent. After troubleshooting, customer was advised the infusion set will be replaced. Customer will not be returning the device for analysis.